Manufacturer narrative:
Controls recovered within range. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ferritin ver. 2 on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample was initially tested using ferritin reagent lot 572899. The expiration date for reagent lot 572899 was requested, but not provided. The initial result was < 0.5 ng/ml. The sample was repeated with an older reagent lot (lot/expiration unknown) that had only 3 tests remaining in the kit, resulting in a value of 9.61 ng/ml.